Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown titanium elastic nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: (B)(6). (2018), intramedullary nailing of forearm shaft fractures by biodegradable compared with titanium nails: results of a prospective randomized trial in children with at least two years of follow-up, biomaterial, vol. 185 (xx), pages 383¿392 (finland). The aim of this prospective, randomized, controlled clinical trial is to assess the bin technique in treating unstable childhood radius and/or ulna shaft fractures, compared with titanium elastic stable intramedullary nailing (esin) and thus, test the hypothesis that there is no difference in two-year rotation range of motion between the patients treated by bin vs. Esin. Between november 2011 to january 2015, a total of 35 patients were included in the study. These patients were randomized into two groups to be treated by bin or esin. Biodegradable polylactide-co-glycolide (plga) nails from a competitor were used in 19 and titanium nails (ten®, synthesdepuy ltd., USA) in 16 patients. The patients were investigated four weeks, three months, six months and two years postoperatively and contacted by phone one year postoperatively. The mean follow-up was unknown. The following complications were reported: esin group: 3 patients reported pain. 1/15 did not show radiographic bone healing of ulna fractures. This report is for an unknown synthes elastic nails. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).